Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit received motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to constant motor error alarm. Motor position encoder alarm confirmed in history file. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and crackedreservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump alarmed motor error. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer stated that she went through an MRI while wearing the insulin pump. The customer was able to complete the rewind process. However, the alarm history contained a motor position encoder error. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.